Event description:
As reported, a patient presented to the emergency room and underwent a computed tomography (CT) scan of the back, which revealed an interval fracture of one of the struts of an optease inferior vena cava (ivc) filter. The fractured strut had broken off and was found abutting the spine. The patient reported significant difficulty in locating a vascular surgeon willing to provide consultation or proceed with removal of the malfunctioning ivc filter. Many providers declined to intervene, citing that they were not the original implanting physicians. Unfortunately, the original implanting surgeon and interventional radiologist are no longer in practice. This situation has caused considerable distress for the patient, who expressed feeling lost and unsupported. Additional clinical details, including the implant date, were not available. This report was submitted voluntarily through medwatch (mw5171456).

Manufacturer narrative:
As reported, a patient presented to the emergency room and underwent a computed tomography (CT) scan of the back, which revealed an interval fracture of one of the struts of an optease inferior vena cava (ivc) filter. The fractured strut had broken off and was found abutting the spine. The patient reported significant difficulty in locating a vascular surgeon willing to provide consultation or proceed with removal of the malfunctioning ivc filter. Many providers declined to intervene, citing that they were not the original implanting physicians. Unfortunately, the original implanting surgeon and interventional radiologist are no longer in practice. This situation has caused considerable distress for the patient, who expressed feeling lost and unsupported. Additional clinical details, including the implant date, were not available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, the reported customer complaint of ¿filter fractured-separated¿ could not be observed. Without the return of the device and with no procedural films or images, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The cause of the reported event could not be determined. It is possible that factors related to filter position, movement, and/or patient anatomy contributed to the reported event. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.¿ based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.